Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2018, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant troponin result for a patient. There was no patient information at the time of this report. Method: I-stat, specimen: wb, date: (B)(6) 2017, time: 13:15, result: 0.25 ug/l; I-stat, wb, (B)(6) 2017, 13:15, 0.00 ug/l. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. After several attempts to obtain information, the reporting decision was based on limited information available. The customer has not provided product or patient information regarding this event..

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 03/08/2018. A review of the device history record (DHR) confirmed that the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ac (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lot l17247.

Event description:
Na.